Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). An erroneous result was reported outside of the laboratory. The nurse at the site doubted the result for another patient sample run on the previous week. The nurse did not question the result for this second sample at the time because the result did not drop, but it also did not rise like they had expected. No further details could be provided for this second sample. The nurse then saw the initial value for the complained sample and requested for it to be repeated. The complained sample initially resulted as 393.0 miu/ml accompanied by a data flag. The nurse questioned the result, and it was lower than what the doctor was expecting. The sample was repeated three times on the e411 analyzer, resulting as 1292 miu/ml accompanied by a data flag, 355.7 miu/ml accompanied by a data flag, and 344.3 miu/ml accompanied by a data flag. The sample was then sent to a reference laboratory where it was tested, resulting as 2226 miu/ml accompanied by a data flag. The reference laboratory value of 2226 miu/ml was believed to be correct and was reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause of the issue. He checked for the proper rinsing of probes and the mixer. He checked the alignment of all mechanisms. He ran performance testing and all results were within specifications.

Manufacturer narrative:
The analyzer used in the reference laboratory was a beckman coulter dx1800 analyzer. The hcgb reagent lot number was 240444. The maintenance of the pinch tubing was not up to date as it was last changed on (B)(4) 2017. A monthly change is recommended.

Manufacturer narrative:
The customer changed their pinch valve tubing on (B)(4) 2017. A valid calibration was obtained on (B)(4) 2017. Three calibrations were performed on this date and one of them failed. One calibrator level showed a 22% signal difference when the other two calibrations were compared. Quality controls on (B)(4) 2017 were within range. No relevant analyzer alarms occurred on (B)(4) 2017. The customer stated that they add water to the system water container when it gets low. This was not done according to product labeling. Product labeling instructs the customer that when the system water gets low, the system water container is to be cleaned and refilled. A wash solution is also then added to the system water to avoid bacterial contamination.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.